Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. The customers blood glucose (bg) was 450 mg/dl. Additional information was not provided. The customer continued to use the supplies for insulin therapy.